Event description:
In an attempt to insert a port multiple attempts were made using co introducer sets. A portion of the guidewire was identified by x-ray in the tissue outside the vein in the subclavian area. Unsuccessful attempt was made to retrieve the guidewire from the tissue area. Physician and pt elected to leave guidewire in tissue.